Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three patient samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with access 2 immunoassay system. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Quality control was within specifications prior to and after the event. No data was supplied. On (B)(4) 2009, the customer stated the erroneous results were repeated because they did not correlate with the previous results. Customer stated there have been further erroneous results since service was dispatched. On (B)(4) 2009, the field service engineer replaced the peri pump tubing and the aspirate probes. High sensitivity system check failed. Cleaned the wash carousel and verified alignments. High sensitivity system check passed. Repair was verified per established procedures and passed published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.